Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14fr esheath+, the esheath+ had a kink in the strain relief after it was placed in the patient. When the 26 mm sapien 3 ultra resilia valve and 26 mm commander delivery system were pushed through the esheath+, apparently a strut under the skirt was pried up and was visible on flouro once inside the patient. After considering the options, the team decided to deploy the valve and the procedure was completed successfully.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site revealed that the patient's access vessel had the presence of calcification. The complaint for frame damage was unable to be confirmed due to the unavailability of returned device/relevant imagery. As reported, ''during a transfemoral tavr procedure with a 14fr esheath+, the esheath+ had a kink in the strain relief after it was placed in the patient. When the 26 mm sapien 3 ultra resilia valve and 26 mm commander delivery system were pushed through the esheath+, apparently a strut under the skirt was pried up and was visible on flouro once inside the patient. After considering the options, the team decided to deploy the valve and the procedure was completed successfully.'' Per edwards training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification,'' ''be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath,'' ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system,'' ''do not over-manipulate the sheath at any time.'' In this case, the patient's access vessels had presence of moderate calcification. The presence of calcification can create a challenging pathway during delivery system advancement, leading to resistance. Additionally, it was reported that the degree of tortuosity was mild, but it was a ''very large patient.'' It is possible that the sheath kinked during maneuvers performed to introduce the device in the difficult (calcified and large body habitus) anatomy. In this case, additional force was likely applied to overcome the resistance caused by the difficult anatomy and the kinked sheath, and it is possible that this caused the valve frame to interact with the kinked sheath shaft during insertion, resulting in frame damage as reported in the event description. As such, available information suggests that patient factors (calcification) and/or procedural factors (kinked sheath, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.